Event description:
The customer observed the waste chambers and vent chamber were full on the cell-dyn ruby analyzer. The customer went to perform a cleaning of waste chamber on the analyzer and a tubing came off causing a spray. The spray from the tubing went onto the ceiling and then dripped from the ceiling onto the top of the customer¿s head. The customer was wearing goggles and a lab coat. The customer washed her hair and had no other treatment. There was no impact to patient management reported. There was no additional harm to the customer reported.

Manufacturer narrative:
The customer observed the waste chambers and vent chamber were full on the cell-dyn ruby analyzer. The customer went to perform a cleaning of waste chamber on the analyzer and a tubing came off causing a spray. The spray from the tubing went onto the ceiling and then dripped from the ceiling onto the top of the customer¿s head. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cell-dyn ruby analyzer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found no instructions regarding the cleaning of waste chambers. Use error contributed to this event as the labeling does not contain instructions nor does it direct the customer to clean the waste chambers. Based on the investigation the cell-dyn ruby analyzer serial number (B)(6) is performing as intended, no systemic issue or deficiency of the cell-dyn ruby analyzer serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed the waste chambers and vent chamber were full on the cell-dyn ruby analyzer. The customer went to perform a cleaning of waste chamber on the analyzer and a tubing came off causing a spray. The spray from the tubing went onto the ceiling and then dripped from the ceiling onto the top of the customer¿s head. The customer was wearing goggles and a lab coat. The customer washed her hair and had no other treatment. There was no impact to patient management reported. There was no additional harm to the customer reported.